Event description:
It was reported that the video system center had a grainy image and displayed a b30 error (scope communication error). The issue was found during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance center (tac) for assistance in troubleshooting the reported issue. The issue was able to be resolved through phone support. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and information received from the reporter. New information added to the following fields: h6 and h10 corrected fields: b5/h10 (information was inadvertently omitted from the initial). Technical support initially advised the customer to try swapping the clv-190 unit first. Upon further follow up, it was noted that the customer swapped out the clv-190 with a known reliable clv-190 from another tower and still obtained a grainy image with the two scopes he inserted into the suspect tower. He also says the end users have periodically seen b30 error codes and grainy images on the suspect tower. Technical support then advised the reporter continue methodical troubleshooting by swapping the cable from cv-190 to monitor and the cable between cv and clv-190 from a known reliable tower. Finally, a loaner was installed and the image quality returned to normal. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was completed using a similar device and the subject device was removed from service. There was no patient involvement.